Event description:
This lens was returned for credit with information that there was a smudge on the lens. No additional information was provided.

Manufacturer narrative:
Results - lens was received with particulate, saline dentrites and dried solution on lens. After sterilization, the lens was cleaned and no smudge was found on the lens. The smudge may have been the result of handling during preparation for use.